Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and non-calcified lesion located at the obtuse marginal, exhibiting 80% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. Device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. There was no resistance encountered when advancing the device. Excessive force was not used during delivery. It was reported that the balloon burst during stent deployment. It was also reported that a pressure of 16 atm¿s was applied to the balloon prior to the burst. The resolute onyx device was successfully implanted. The same inflation device was used with other devices pre and post the burst event. The device was not moved or repositioned prior to the burst. There was a sudden drop in pressure noted on the inflation device and the burst occurred on the first inflation. There was no intervention required to remove the device from the patient. No patient injury reported.

Manufacturer narrative:
Evaluation summary: stent was not returned with delivery system as it was implanted in patient. Kinks were apparent along the hypotube during visual inspection. Delivery system failed negative prep. On pressurisation of the balloon, a leak was observed on the balloons working length. The balloon failed to maintain pressure. Upon visual inspection of the balloon, there was a pin-hole leak on the balloon material immediately proximal to the distal balloon marker. A kink was visible along the distal shaft; 3.4cm proximal to the distal marker. No deformation was evident to the distal tip if information is provided in the future, a supplemental report will be issued.